Manufacturer narrative:
Upon review, the lead's analysis conclusion should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the helix of the right ventricular (rv) lead had failed to extend and rotated without resistance. The lead was not used, and a new lead was implanted. The patient was in stable condition.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned with the helix retracted and clogged with blood/tissue. Visual and x-ray examination of the helix mechanism was normal. The cause of the reported event was isolated to the helix being clogged with blood/tissue.

Manufacturer narrative:
Correction: upon review, the lead should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.